Event description:
Influenza vaccine given to pediatric patient (sanofi 49281-0421-88 lot ut7383ma exp 30jun22) and vaccine squirted out of the luer lock where syringe was screwed onto needle (covidien monoject hypodermic safety needle 25gx1¿ ref 1182510 lot 02010017 exp 2025-12-20). Needle was not loose, quickly verified that it was all the way screwed on while in arm after vaccine squirted out. Continued to push vaccine into arm and kept squirting out. Estimated loss of dose 20%.